Event description:
A mpm16 was involved in an incident and was described as follows; a resident received an electrical shock while in contact with a mpm16. Details surrounding the incident, the date of the incident and the resident who received the shock are unk. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.